Event description:
As reported by the user facility: nurses said they have had quite a few alarms for a downstream occlusion, but there isn't an occlusion. They had another infusion running on a different pump, so the nurse knew it wasn't occluded. Another nurse said she opened the pump when she had a downstream occlusion alarm, she removed the tubing and placed the tubing back in and then it worked without issue. When I asked other nurses in a different area, they didn't notice it that much. I asked the nurse who notified me of the alarms if they noticed it with a certain medication or pump, but they didn't notice a common denominator.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.